Manufacturer narrative:
Bd received samples from the customer facility but they were not evaluated; therefore, the investigation was limited. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint, (B)(4).

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had fm in the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.